Event description:
The customer reported the unit stopped working while in use on a patient and was not delivering any tidal volume. The customer was unaware of any patient harm. As the device was out of warranty, the manufacturers product support engineer (pse) advised the customer to review the device diagnostic log history. The customer reported there were no code that identified an issue related to the reported problem. The pse advised the customer to perform extended self testing on the unit which the customer reported as passed. The pse advised the customer to perform a complete performance verification on unit. There were no further reports from the customer of any findings or issue. The customer was contacted to obtain further information but the customer did not respond.

Manufacturer narrative:
Out of warranty; no service requested.